Event description:
It was reported that a patient reused single use products coincident with peritoneal dialysis (pd) therapy which caused bacterial peritonitis manifested by abdominal pain and cloudy pd effluent. The break in aseptic technique was further description as the patient reused ¿dianeal bags¿ for one week (further detail not reported). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unknown antibiotics. At the time of this report, antibiotic treatment was ongoing. During hospitalization, the patient¿s pd catheter was removed (date unspecified). Four days after being admitted, pd therapy was discontinued due to the peritonitis and the patient was started on hemodialysis. Twelve days after being admitted, the patient was discharged from the hospital to a rehabilitation facility. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.